Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance reading, indicating possible device malfunction. The patient was hospitalized for poor seizure control at the time of the initial report. Treating neurologist indicated that the patient was not experiencing an increases in seizure activity above pre-vns baseline. The patient reportedly falls a lot and has always had poor seizure control, but neurologiest indicated that the patient's seizures began to worsen approximately 9 months prior. Neurologist indicated that he has been adjusting the patient's medications in an effort to gain seizure control but that he has not made any changes to programed device parameters. Based on known device settings, generator battery end of life is not likely. Lead break is suspected and revision surgery is likely. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Report is incomplete because no response has been received to manufacturer's request for additional information from treating neurologist (via fax x1).

Event description:
Further follow-up revealed that revision surgery is not being considered at this time. Neurologist indicated that no further information would be released regarding the pt. The cause of the suspected lead break is likely due to trauma as it was reported that the pt frequently falls.